Event description:
Pt having cardiac cath done. At the end of the procedure, while removing the sheath over the wire, the hub of sheath separated from the body of the sheath, broke off into pt. Pt taken to or for emergent removal of foreign body.